Manufacturer narrative:
UDI for rmt281416 gore® excluder® trunk-ipsilateral leg component: (B)(4); UDI for pxc121200 gore® excluder® contralateral leg component: (B)(4); UDI for pxl161407 gore® excluder® iliac extender component: (B)(4). The devices were explanted and discarded at the facility. Therefore, no engineering evaluation could be performed. The review of the manufacturing and sterilization records verified that the lots involved in this event met all pre-release specifications. The patient medical history includes: coronary artery disease, hypercholesterolemia, hypertension, congestive heart failure, renal insufficiency, cardiac arrhythmia.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 54 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up computed tomography imaging identified a maximum aneurysm diameter of 53 mm. On an unknown date in november 2016, the patient was hospitalized for cardiac decompensation, fever and septicemia due to a bacterial infection with bacteroides fragilis. The septicemia was regressive under antibiotic treatment and no infectious endocarditis was recognized. On (B)(6) 2017, the patient was treated with a pacemaker due to a severe alteration of the systolic function and an ejection fraction of 20%. On (B)(6) 2017, the patient was again hospitalized for a reduced general condition with anorexia and weight loss. The patient was reported to have stated abdominal pain and intermittent fever for several months. On (B)(6) 2017, computed tomography angiography imaging revealed an abscess of the left psoas around the endoprosthesis. On (B)(6) 2017, a blood test and computed tomography angiography imaging confirmed the existence of an infection of the endoprothesis. On (B)(6) 2017, the endoprostheses were explanted due to the infection. Post-operatively, the patient expired on the same day. The death was linked to a hemodynamic shock leading to cardiac arrest in the context of the underlying cardiac condition, the septic shock and the impact of the surgery. The amount of blood loss and whether a blood cell transfusion was administered were unknown.